Manufacturer narrative:
The technician found right head side rail slide bracket is bent and has a damaged extension and wire cover. Per the hill-rom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Check the side rail and ensure that it latches properly. Adjust if necessary. The technician replaced the right head side rail slide bracket, extension and wire cover to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the right head side rail is stuck under the frame of the bed and will not raise to latch. The bed is located in the repair room at the facility. There was no patient/user injury reported. (B)(4).